Event description:
The pt ((B)(4)) received their scs system on (B)(6) 2009. It was reported that the pt lost stimulation. The lead extension was explanted and replaced on (B)(6) 2009. The explanted extension was returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension returned incomplete and could not be functionally tested. Wires in header broken. It is unk what over stress caused the wires in the header to break. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.